Event description:
Customer complains a blood leak during treatment. The blood loss for the patient was estimated 200ml. No medical intervention.

Manufacturer narrative:
Additional manufacturer narrative: internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.